Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's reservoir lip ring was broken and the reservoir was unable to lock in place. Customer's blood glucose value was 300 mg/dl. Customer stated that they were bumped something and broke the lock on reservoir. The customer was assisted with troubleshooting for insulin pump damage and they declined troubleshooting on high blood glucose. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.

Manufacturer narrative:
P-cap locked in place properly during testing. Device received with no cracked or broken retainer noted during testing and visual inspection. No physical damage noted. Device functioning properly.